Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was unable to produce x-rays. The philips service was not required by customer, as the customer revealed that third party service engineer remotely instructed the customer to add high pressure oil 250ml at the time of event, however the issue was not resolved, later the issue was identified to be a tube error. No further information was provided by the customer. No service action was performed by the philips. To date, no further information was received. The codes were updated based on the investigation outcome.